Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's healthcare provider told them to contact manufacturer representative (rep). Caller stated that they have called the rep 3 times and have not received a call back. Caller mentioned that another rep came out and put in new programs about 7 months ago and they have been trying new programs but now they are seeing a low battery message on their handset. The patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field for visibility. Additional information was received from the patient on 2026-feb-11. The patient reported that the implantable neurostimulator (ins) was explanted as it wasn't helping. See (B)(4) for report regarding previous device.

Manufacturer narrative:
B3: event date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: correction submitted to add f15. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.